Manufacturer narrative:
From the preliminary radiometer investigation there is no indication of a misuse. A functional test is needed to be able to determine if there is an issue with the monitor or the sensor. A field service engineer has replaced the sensor. The investigation is still on going.

Event description:
According to the complaint, the user monitored a premature infant's po2 & pco2 with a tcm combim in order to reduce the damage of retina created by hyperoxia on (B)(6) 2020. After the analyzer was turned on and the value was stabilized, the po2 and po results did not match the patient's condition. Tcm combim oxygen partial pressure: +40 mmhg. Oxygen saturation: >90%. Blood gas analysis: normal (doctor didn't remember the exact value).

Manufacturer narrative:
Concerning the investigation, radiometer has not been able to obtain results from the functional test. Without the functional test, it will not be possible to determine if there is an issue with the monitor or sensor. The customer has informed that they exchanged the sensor but radiometer do not have feedback if the issue is still present with the replaced sensor. With the current information it is not possible to determine a root cause of the failure. From the preliminary investigation done with the given information it is suspected that the event was due to a sensor error. Concerning the sensor temperature, with a lower sensor temperature the arterialization time for tcpo2 will be longer but when the signal is stable, the measurement is correct. In the operator's manual for tcm tosca/combim, it is clearly noted that there are risks of incorrect measurement if the sensor is not cleaned properly. This could be a cause for an incorrect calibration leading to incorrect measurements. All h6 codes have been filled out in this MDR report to follow the new layout of the medwatch form 3500a. It has not been possible to fill out the 'health effect -impact code' in h6 in the esubmitter system. The code should be 2199: no health consequences or impact. Due to the lack of information it has not been possible to establish the root cause, and as there is no component code that fit this term, code 4756 has been chosen.